Manufacturer narrative:
Philips service replaced the defective 56'' lcd monitor and verified the system was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor was intermittently blinking on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.